Event description:
The patient reported that he awoke from a nap to find that the pump had no power. He confirmed that the battery cap was secure. A review of the alarm history indicated a low cartridge warning and an empty cartridge alarm, but no low battery warnings or replace battery alarms. There was no reported adverse event associated with the power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box indicated that the patient had an empty cartridge alarm on (B)(6) 2011 at 16:54 which the patient did not confirm; the pump entered a reboot cycle at 19:03. The black box indicated that the patient inserted a new battery on (B)(6) 2011 at 20:23 and the pump delivered without interruption until the end of pump use on (B)(6) 2011 at 00:32. During testing, the pump was exercised for 24 hours without interruptions.